Event description:
The facility alleged that the device's external pacer function was not operating properly. The reported event involved a patient who was reportedly paced consecutively for 3 days. No other details were reported. The pt's details and outcome were not reported.